Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not been received yet. Upon return of the product a supplemental report will be submitted with the evaluation findings. The device service history record review was completed and all manufacturing inspections passed with no non-conformances.

Event description:
It was reported that while a patient was being monitored with a swan ganz catheter and a vigilance ii monitor, the cco values were noted to be from 8.8-10.9, which is not what the clinician anticipated given the patient status. The clinician swapped out the monitor and the issue was resolved. There was no other suspect equipment involved. There were no error messages observed. Further information, including patient demographics, was not able to be obtained. There was no patient harm or injury.

Manufacturer narrative:
The suspect vigilance ii monitor was not returned by the facility for product evaluation. Edwards is unable to confirm or negate the customers experience without the return of the suspect device. If the product is received a supplemental report will be submitted. The device service history record report was completed and all manufacturing inspections passed with no non-conformances. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
One vigilance2 monitor was received for product evaluation for analysis and testing. The burn-in test was performed during a 36 hour period and the suspect monitor passed the test without any issues noted. The continuous cardiac output (cco) readings that were displayed were within acceptable limits. The saturation venus output (svo) readings displayed were within acceptable limits. The final acceptance test unit (fatu), was performed and the monitor passed the test. There was no defect identified. The device service history record report was completed and all manufacturing inspections passed with no non-conformances. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. It could not be determined if any clinical or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. The reported event was not confirmed by evaluation. There is no evidence or indication that a manufacturing defect is responsible for the reported issue. No further actions will be taken at this time.